Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I isp. After some time, it was reported that the distal part of the catheter had fractured, leaving a fragment lodged in the pulmonary artery. The fragment was subsequently retrieved using an endovascular snare. On (B)(6), 2026, the port was removed and the procedure was completed with another device. The current status of the patient is unknown.